Event description:
It was reported that: "the customer reported that while the ventilator was connected to a pt, the respiratory therapist (rt) was doing trials on the pt. The rt had walked away from the pt and when the rt returned, the rt alleged that the ventilator had gone into standby mode on its own. The pt was bagged and the ventilator was removed from svc. No reported pt injury."

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.